Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device's screen was blank and they were unable to see the pt's heart rhythm. After a reported 69 seconds, the screen responded appropriately and no shock was advised to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is complete.